Event description:
On two separate occasions, this device produced false positive results for urine pregnancy. Women's clinic and clinical laboratory. Two different patients on different lot numbers of device. Both lots are validated using appropriate qc as described by sop. Both cases, samples repeated with same or inconsistent results.